Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. No further issues were reported after the field service engineer checked the analyzer.

Manufacturer narrative:
The glucose reagent lot number was 83647501, with an expiration date of 31-jan-2026. Calibration and controls were acceptable. A review of alarm trace data did not show any relevant alarms. The field service engineer checked the analyzer and found no issues. The customer ran calibration, controls, and precision studies; all results were within specifications. The investigation is ongoing.

Event description:
The initial reporter alleged they received discrepant results for one patient sample tested with glucose hk gen. 3 on a cobas integra 400 plus. The patient allegedly received insulin based on the initial glucose value. At 11:56 a.m., the complained patient sample resulted in a glucose value of 400.2 mg/dl. At 12:37 p.m., the patient was allegedly given 10 units of insulin subcutaneously. At 12:45 p.m., a fingerstick sample from the patient was tested on an unknown point of care (poc) device, reportedly resulting in a glucose value of 116 mg/dl. It was reported that initial glucose value was questioned by the provider the laboratory was contacted for a repeat of the complained sample. At 12:53 p.m., a fingerstick sample from the patient was tested on the poc device, reportedly resulting in a glucose value of 109 mg/dl. The patient was reportedly given popsicles and juice. At 13:00 p.m., a fingerstick sample from the patient was tested on the poc device, reportedly resulting in a glucose value of 105 mg/dl. At 13:10 p.m., a fingerstick sample from the patient was tested on the poc device, reportedly resulting in a glucose value of 109 mg/dl. The laboratory then reportedly provided the repeat value of the complained sample and the glucose value was 108.9 mg/dl. The repeat value was reportedly deemed correct and a corrected report. At 13:21 p.m., a fingerstick sample from the patient was tested on the poc device, reportedly resulting in a glucose value of 132 mg/dl. At 13:34 p.m., a fingerstick sample from the patient was tested on the poc device, reportedly resulting in a glucose value of 157 mg/dl. At 13:51 p.m., a fingerstick sample from the patient was tested on the poc device, reportedly resulting in a glucose value of 225 mg/dl. At 14:29 p.m., a fingerstick sample from the patient was tested on the poc device, reportedly resulting in a glucose value of 247 mg/dl. The patient was then reportedly discharged and sent home with a glyburide tablet.